Event description:
A closed representative sample reservoir that was not used on a patient was returned for evaluation. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. A representative sample was returned for evaluation. The device was visually evaluated. No device failure was detected. The valve was attached, not oversized, and not deteriorated. The valve slit was open. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.